Event description:
Related manufacturer reference number: 1627487-2021-15261 , 1627487-2021-15262 , 1627487-2021-15263.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned mn20450-50a lead (a) worked and passed all test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. (B)(4). The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient experienced high impedances. In turn, the lead was revised to address the issue.